Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information requested, the following obtained: please clarify how many devices are involved in this single procedure? 1 product was involved in the complaint. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 77 pieces will be returned from the customer even though those are not used. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that one opened folder with one detached needle that pertain to product code vcp9570h was returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the needle. The barrel hole was examined under 20x magnification and revealed a remnant suture. No marks in the swage area were found, and the needle was unused. In addition, the suture was not received for evaluation. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that seventy-nine packets of product code vcp9570h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many devices are involved in this single procedure? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-10030.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. Was alerted to needle dislodgement at the swage side. Surgeon opened a suture to stitch the septum and then suture was dislodged. The procedure was successfully completed with no delay. There were no adverse patient consequences. Additional information has been requested.